Manufacturer narrative:
One sample was returned for evaluation, examination of the returned unit showed that the female luer had not been bonded onto the tubing. There is no evidence of solvent on the tubing. It was noted that the end of the tubing was bent which would prevent the tubing from being inserted far enough into the tubing port to form a secure bond. Production has been notified of this issue. The lot history for the sub assembly in question was reviewed and was found to be acceptable for this issue. Medex was able to confirm this issue and determine the cause. This issue is being addressed and no additional action is ncessary at this time. Medex considers this MDR closed with this report.

Event description:
The reporter stated that the female luer lock was not solvented onto the tubing.